Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a libre 3 plus continuous glucose monitor (cgm) after bg run mode had expired and the device had stopped dosing, coincident with starting a new cgm sensor that was in warm-up and not yet providing readings. The user ate a meal and could not enter a blood glucose value, and the pump displayed cgm warm-up with approximately 28 minutes remaining; the highest reported glucose was 328 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution guidance through troubleshooting and education. Investigation included a review of device settings and operation. Investigation of this case revealed correct device behavior when bg run mode expires with no active cgm data, leading to suspended automated dosing until cgm readings resume. It was concluded, based on previously established findings for similar reports, that the cause was use-related, specifically dosing interruption due to bg run expiration and cgm warm-up timing.